Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notification/s were opened for the source device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: 8015 600.6840 error. Case notes: problem description - (B)(6) 2018 08:03:08 (B)(4). 8015; 600.6840 error npi. Bio med had question about see the 600.6840 error in the log of asm. Let the bio med know the 600.6840 communication error is not a true failure. It only indicates that the unit did not connect via wireless on the first attempt. Ir (B)(4).